Event description:
Patient received several inappropriate therapies. Fluoroscopy revealed a lead anomaly. An increased in threshold was noted on previous follow-up. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.